Event description:
I had the essure in place in (B)(6) 2006, ever since my first period. They have been horrible. Severe cramps, bloating, nausea, headache, acne, bleeding cloths, horrible pms, mood swings, diagnosed with diverticulitis at age (B)(6). I had my gallbladder removed (B)(6) 2007. Diagnosed 2014 with chronic fatigue syndrome, constant feeling of tired and body aches.